Manufacturer narrative:
The reason for this revision surgery was the patient had a subscapularis tear. The length of in vivo service was 4.6 months. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 15 prior complaints reported against this part number; summary of investigations: 10 for stability, 1 for infection, 1 for wear, 2 for dislocation, 1 for revision of an unspecified nature. This is the first complaint against this lot number. The root cause for the subscapularis tear was not reported. The surgeon reported no issues associated with the explanted product. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient having a subscapularis tear. This had to be repaired which caused the need for the head to be removed.